Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead was cut upon removal. This lv lead was explanted, replaced with different model and will not be returned for analysis. No additional adverse patient effects were reported.